Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): "up" and "down" keys exhibited intermittent response on button presses. Keypad was fully intact, with no peeling or damage observed. Keypad was removed to investigate, evidence of keypad contamination was located under the "contrast", "up", "down" and "ok" contact buttons.unrelated to this complaint, the verify screen had dim pink contrast on pump reboot. Contrast returned to normal with the test screen.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete, a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.